Manufacturer narrative:
(B)(4). Date of initial report : 02/05/2016. Date of follow-up report : 03/08/2016. As noted in the initial report, the customer discarded the ligasure device. The generator used in the procedure was returned and found to meet specification. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. A review of the manufacturing device history record was performed and no entries potentially pertinent to the customer's report were noted.

Event description:
The first vessel was about 5-6 mm in size. It was double-sealed and then became stuck to the jaws. The surgeon sealed the area again but the sticking issue continued. The conversion to open was performed after the second occurrence of bleeding and ligation was performed to stop the bleeding. A transfusion was received because the patient had low hemoglobin amount. The surgery was performed due to splenomegaly with suspected splenic lymphoma.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer stated that the patient's tissue became stuck to the jaws during a laparoscopic splenectomy. The vessel tore as the surgeon was trying to remove the device and bleeding occurred. The procedure was converted to open in order to stop the bleeding, which was described as being more than 500cc in volume. The patient has recovered. The device was discarded by the site. Additional questions regarding the incident have been asked but no further information has been presented as of yet.